Event description:
Left hip revision surgery was performed due to recurrent instability, constant pain and metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to recurrent instability, constant pain and metallosis. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had recurrent instability of the left hip, constant pain, no signs of infection but of metallosis. During the revision a large fluid collection in the pseudocapsule, no signs of infection and substantial synovitis were noted. Review of the provided additional medical history, implantation, discharge report, laboratory values from the revision, pathology report (only gross-description, no microscopic analysis) did not contradict, or add to the investigation. No root cause or contributing factors leading to the reasons for the revision could be identified. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.